Event description:
The manufacturer received information alleging a ventilator was automatically triggering. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.